Event description:
It was reported the defibrillator has displayed an invalid data message. It was further noted the patient is receiving radiation therapy. The defibrillator remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.